Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -10.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due ot low vault without rotation. In a subsequent surgery later that day, a longer length lens was implanted and the problem was resolved. Cause reported as unknown.